Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported their information center ix was rebooting upon attempts to discharge patients. The issue occurred subsequent to (B)(6) 2018. There was no patient incident.